Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 7th september 2009 and performed self-tests up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups under one minute duration between during this time and then between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute time outs may suggest the device was switching on automatically and the user was intervening by turning the device off initially via the on/off button then by pulling the pad-pak. The excess current drain and the measurements taken would confirm a failing membrane. It was witnessed that the device would power on on insertion of the pad-pak and then fail to power on using the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Upon visual inspection the pogo pins were observed to be stuck inside the device and failed to spring into position. The damage occurred on or after the last log entry and would have prevented the device from powering on. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.